Event description:
It was reported that, the original shell became loose. The original cup, liner, and head were removed and replaced with new components.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available, the evaluation summary will be submitted in a supplemental report.